Event description:
Medication x 2 spiked and programmed into pump - when checking on infusions approximately 10 minutes later the bags were empty though the pump still indicated it was infusing them. Pump and channel sequestered and sent to bio med. No harm to patient.